Event description:
It is reported that the pt was revised due to loosening of the acetabular component.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: surgical notes were provided from the implantation surgery on (B)(6) 2010 where the shell was described as having excellent immediate press-fit stability. It was described that the leg lengths were equal and hip was stable. X-rays were not provided; it could not be confirmed that the components were implanted with the correct fit and orientation as per the surgical technique. Surgical notes were provided from the revision on (B)(6) 2011 which was carried out due to the shell loosening after a fall. Details of the circumstances leading up to the fall were not described. The root cause of this report is most likely the pt fall leading to the acetabular component loosening. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.